Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. It was reported that versacross connect access solution for faradrive was selected for a pulse field ablation (pfa) procedure. The physician completed an off-label cti ablation and posterior wall ablation. Nitro and neo was given prior to ablating. There were no issues with transseptal, and the patient was stable. After ablating, the physician checked a his which was 105. The case was concluded, and all catheters were withdrawn out of the body. The patient was closed, and anesthesia was told to wake the patient up. The patient would need to come back later for a pacemaker. It was then reported that the patient was having bradycardia episodes, a transvenous pacing wires were placed and an arterial line. An ultrasound was performed and ruled out any pericardial effusion. The patient had a low ejection fraction (ef) prior to ablation. A swan catheter was placed, and the patient was sent to intensive care unit (ICU) where went into ventricular tachycardia and did not make it. The device is not expected to be returned for analysis. There was no device malfunctions reported, nor complications during the whole procedure.